Manufacturer narrative:
On 8/19/2019, the mentor failure analysis lab received the device for evaluation and was reported under previous submission. However, updated method, conclusion, and result code were inadvertently not added. This submission contains the updated codes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2019, mentor became aware that the patient underwent explantation and replacement of device on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear in the anterior view, measurement approximately 0.5 cm . Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/30/2019, mentor became aware that the serial number is (B)(4). Field has been updated. Bilateral replacement was performed using mentor smooth round moderate plus implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 330cc mentor smooth round high profile; catalog #: 3503330; s/n #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent revision breast augmentation with a 330cc mentor smooth round high profile and was presented with left side breast implant deflation noticed by the patient in (B)(6) 2019 and confirmed by the physician per visit in (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.